Manufacturer narrative:
(B)(4). Device code: 1069. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: lot #? Mjz269. Product code? Pds ii. When did event occur? Intra op. Please clarify- did both the needles break into 2 pieces? Yes, or did both the needles detach/pull off/separate from suture thread? As above. Did both needle devices present with reported issue during use on same patient/single procedure/event? One procedure. Was procedure completed successfully? Yes, physician used another one product the same type.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Product code? When did event occur? Pre-op - before use on patient? ? Or intra-op - during use on patient?? Please clarify- did both the needles break into 2 pieces? Or did both the needles detach/pull off/separate from suture thread? Did both needle devices present with reported issue during use on same patient/single procedure/event? Was procedure completed successfully? And how?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke and detached from suture. A different device was used to complete the procedure. Surgery delay of about 20 minutes. There were no adverse patient consequences reported. Additional information has been requested.